Event description:
It was reported that the tcm did not start. No pt injury was reported.

Manufacturer narrative:
The field service representative replaced the heat sink assembly and returned the defective unit to the manufacturer for evaluation. It was determined that the voltage regulator and the 0.1 ohm power resistor failed on the tank. This report is being submitted to the FDA as a result of a retrospective review of product complaints.